Manufacturer narrative:
Reporter is jnj representative. A product investigation was conducted: investigation flow: damage visual inspection: the cannulated 2.5mm hexagonal screwdriver shaft (product code: 314.10, lot number: 3766580) was received at us cq for investigation. Visual inspection of the received device indicated that the distal hex tip was slightly twisted and bent. No breakage was observed on the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection cannot be performed due to the post-manufacturing damage. Document/specification review: the drawing(s) reflecting the current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. The broken complaint condition was not confirmed. Conclusion: the complaint was not confirmed for the received device as no breakage was observed on the device. The distal hex tip of the device was slightly twisted and bent. While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces.  There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 314.100. Lot: 3766580. Manufacturing site: (B)(4). Release to warehouse date: may 10, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at fsl ups lyndhurst, nj site, it was observed that the cannulated hexagonal screwdriver shaft was broken. There was no patient involvement. This complaint involves 1 device. This report is for (1) cannulated 2.5mm hexagonal screwdriver shaft. This is report 1 of 1 (B)(4).